Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened act button dome switch. No unlocked lcd keypad connector noted. No reset alarm or reset time or date anomaly after change battery noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had to press buttons more than once to operate. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump had lost setting with battery change. The insulin pump will not be returned for analysis.